Event description:
72 yr old female that had a medtronic aicd implanted on 5/29/97. A message readout of 9790 was appearing "change circuit time out." The device would not deliver therapy #2. After #1 failed 9790 message said ICD was charging. Co rep recommended replacing device. The device was explanted on 6/30/97. A new aicd was implanted on that date also. This event was made aware to the hosp, by medtronic.